Manufacturer narrative:
The customer complaint that the tubing cracked and leaked at the pumping segment could not be confirmed because the product was not returned for failure investigation. Per a picture received from the customer, an arrow was pointing to the silicone segment stating that a linear tear was observed. A tear could not be observed in the picture. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of levophed was noted to be cracked and leaking at the pumping segment after at least 12 hours of infusion. There was no patient harm.